Manufacturer narrative:
1038671-2024-01943. Correction: please disregard this report as it was reported in error. Event was previously reported under report #1038671-2024-01943.

Manufacturer narrative:
Related: MFR #1038671-2024-01943 report 1 of 2. Additional manufacturer narrative- report 2 of 2. D10. Concomitants: 1619428 02-012-39-5060 - logic tibia fin tray cem sz 5f/6t. 1682897 201-78-11 - holding pin small headed short 4 pack. 1843705 201-46-10 - holding pin headless 3" (4 pk). 1863044 200-02-32 - three peg patella 32mm. 1728582 02-012-35-5009 - logic tibia ps mod insrt sz 5 9mm. These devices are used for treatment not diagnosis. There is no additional information available. Pending investigation.

Event description:
It was reported via legal documentation that the patient was implanted with an optetrak logic device on the left knee and then approximately 12 years, 8 months later the patient was revised. It is stated about the patient that they had ¿to undergo revision surgeries due to severe, pain, swelling, and instability¿ due to ¿wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries.¿ there was no other patient/medical information provided. No x-rays or images were provided. There is no device return. There is no other information available.